Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into the clinic and post-paced t wave oversensing was observed. Programming changes were made and resolved the issue. The patient was asymptomatic and was stable.